Manufacturer narrative:
This report is submitted on aug 15, 2019.

Event description:
As per the clinic, the patient experienced an infection at the abutment site that was treated with a topical antibiotic and steroid.